Event description:
It was reported that the patient's system was removed due to staphylococcus aureus infection. A new system has since been implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).